Event description:
It was reported that during an unspecified procedure, a vessel dissection occurred. The lesion being treated was located in the calcified and tortuous circumflex artery (cx). A choice floppy wire along with the choice extra stiff were advanced to the lesion. The choice extra stiff was used as a buddy wire. The scrub tech was having issues with the wires and was moving them back and forth "not being sure which was which". A vessel dissection occurred, which the physician believes was caused by the choice es. The physician advanced a 2.5x20mm maverick balloon catheter down to the dissection, but was unable to fully dilate the lesion due to the calcification. The maverick balloon was removed and the physician attempted to cross a 2.75x15mm quantum maverick balloon catheter, but was unsuccessful. The physician then attempted to cross the dissection with another manufacturer's stent, but it would not cross. Since the patient was having issues, a new choice pt floppy was advanced and a balloon pump was placed. The physician decided that the patient would require a follow-up procedure due to the dissection. It was further reported that the patient would probably have a bypass in a few weeks.

Manufacturer narrative:
The guide wire was discarded at the user facility; therefore, a returned device analysis could not be conducted. Should further information become available, a supplemental MDR will be sent.